Event description:
It was reported from rehab that an unspecified antibiotic was running through the syringe pump module, and maintenance fluids were running through the large volume pump module, when the syringe module turned off and stopped the infusion without notice. Although requested, further information was not provided.

Manufacturer narrative:
Correction: redacting a1(patient ID): mrn on h10.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. (B)(6).

Event description:
It was reported from rehab that an unspecified antibiotic was running through the syringe pump module, and maintenance fluids were running through the large volume pump module, when the syringe module turned off and stopped the infusion without notice. Although requested, further information was not provided.